Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 42 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with a worsening headache. Anticoagulants at the time were aspirin and warfarin. A CT scan of the head showed a small focus of subarachnoid blood in the left frontal gyrus. The patient was transferred to the intensive care unit. Two units of packed red blood cells/fresh frozen plasma was administered due to an inr of 3.4. As of (B)(6) 2013, it was reported that the hemorrhagic stroke was ongoing. Additional information was requested; however, none has been provided.

Manufacturer narrative:
Section b3: correction. Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A CT (computerized tomography) scan was performed which found that the subarachnoid hemorrhage on the left front lobe was resolved. It was later reported that the patient experienced hematuria. The patient had >60 red blood cell count, there was concern that it was associate with vasculitis. The patient was admitted with a fever of 100.4 f on (B)(6) 2018. A white blood cell count was 12.6 on (B)(6) 2018, 23.01 on (B)(6) 2018 and 27.65 on (B)(6) 2018. A esr (erythrocyte sedimentation rate) of 96 and a crp (c-reactive protein) or 113. Blood cultures on (B)(6) 2018 ngtd from outside facility. Blood cultures were repeated on (B)(6) 2020, ngtd. The patient was started on empirical vancomycin and meropenem. Eosinophils continued to be high as listed on (B)(6) 2018. Hematology and rheumatology were consulted. Favoring an autoimmune phenomenon/vasculitis. Wbc (white blood cell)/ eos (eosinophils and eosinophil count test) declined and symptomatic improvement in joint pain ((B)(6) 2018) leukocytosis was resolved 8.7 on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemorrhagic stroke, hematuria, and major infection could not conclusively be established during this investigation. A cause for these events could also not be determined. The account communicated that the patient had neurologic dysfunction on (B)(6) 2018. It was reported that the patient had a computerized tomography (CT) scan on (B)(6) 2018 due to a worsening headache and was found to have experienced a subarachnoid hemorrhage in the left frontal gyrus. The patient was transferred to the intensive care unit, and received blood products and a temporary change to medication. A CT on (B)(6) 2018 found that the hemorrhage had resolved. Additionally, it was reported that the patient experienced a fever on (B)(6) 2018, and was started on antibiotics when white blood cell count increased over several days. The account believed this was due to an autoimmune phenomenon or vasculitis. The patient¿s white blood cell/eosinophil count and symptomatic joint pain began to lessen, and leukocytosis resolved on (B)(6) 2018. The patient additionally experienced hematuria on (B)(6) 2018, which the account suspected was associated with vasculitis. The patient was discharged home on (B)(6) 2018 and was said to be doing well at home. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number: (B)(6). No further related issues have since been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke, bleeding, and infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ contains information on controlling infection. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that bleeding started on (B)(6) 2018. Patient is well and at home. Patient returned to normal activities. No products were exchanged. No further information was provided.